Event description:
The manufacturer received information alleging an observation of improper flow regulation and oxygen leakage when using a ventilator. There was no harm or injury reported. Service evaluated the device and found the flow sensor covered with dirt, the filter was dirty, and hoses were loosened. The machine flow sensor, tubing blower chassis, and filter were replaced to address the reported issue.